Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/13/2016 that on (B)(6) 2016, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A pairing test with the nordic bluetooth device was performed and failed as it was unable to find the transmitter unit or authenticate. Global transmitter functional testing was performed and the transmitter passed with no deficiency. A voltage test was performed and passed. The reported issue loss of connection was confirmed. The issue of loss of connection was not confirmed. The root cause was determined to be a failed transmitter.